Manufacturer narrative:
Additional FDA product codes include: dxo- transducer, pressure, catheter tip. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the truwave, the nurse noticed that the pressure bag for the 3-way pressure infusing tubing had been changed two times since patient had gotten back from heart surgery at 13: 00. After investigating, the nurse found that cvp had a slow leak and patient had been receiving the fluids over the course of one and a half shifts. Changed tubing and the issue resolved. There was no patient injury.